Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple failed sensor alerts. There was no reported impact to customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.